Event description:
A middle-aged patient was coding in the cardiac cath lab. Attempted to use the zoll autopulse. Device did not work. All batteries were drained of power. All batteries were used and each only provided approximately five compressions and then failed. According to the zoll rep, we have been changing out the batteries every day and draining/charging as instructed. Patient required mannual compressions for over an hour.====================== health professional's impression======================current battery conditioner/charger is not putting the proper load test on the batteries to stimulate real life usage.